Event description:
After three restarts, the device works, would like to know more about the problem. A philips field service engineer (fse) was dispatched to the customer site to evaluate the complaint device. The fse arrived at the customer site to examine the allura fd20 complaint device and found that the device was already energized and had not caused any problems that morning. The fse indicated that they would return to the customer site on friday, 16sep2022 to power the device on. The fse arrived on that date and activated the allura fd20 without an issue. All device movements were noted to have functioned accordingly. The philips fse met with the user facility nurse who was present during the start-up problems that ad been reported on tuesday 13sep2022. The philips fse noted that the wired pedal was badly arranged from the table. Images were provided to help further evaluate the complaint device. The philips fse noted that the cover tube rx split following a shock that could create bodyguard problems. Images were also provided of this device issue. It was noted by the philips fse that the complaint device was no longer under service contract. The philips fse also noted that no issue was noted with the complaint device during many power-ups of the allura room. A repair of the patient database was performed, which release 4500 image places. After calibration of the 3d and verification. The device was returned to functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips field service engineer (fse) inspected the system on site and confirmed that the system had a startup issues. Fse did troubleshooting actions and performed calibration and issue got resolved by rebooting the complete system. The codes were updated based on the investigation outcome.